Event description:
It was reported that the patient presented to the emergency room with symptoms of heart failure. Upon evaluation, the right ventricular lead exhibited ventricular oversensing. The lead was capped and replaced.